Manufacturer narrative:
Results, conclusions: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis and calcification). Deformation problem. (B)(4).

Event description:
The physician was attempting to implant one endeavor resolute drug-eluting stent in a severely calcified lesion in the lad with 90% stenosis. The lesion was pre-dilated twice at 8atm for 6 seconds, and 10% stenosis remained. The device was inspected before use with no issues noted. An attempt was made to advance the endeavor resolute stent, but the device could not cross the lesion. No resistance was noted at the lesion. The physician used a new device (same model) to complete the surgery. The physician concluded the event was not related to the device. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the hypotube was undamaged. The distal tip was undamaged. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st, 2nd, 7th, 8th and 9th distal segments have raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).